Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. Insulin pump passed the delivery accuracy test at 0.08730 inches. No delivery anomalies noted during testing. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin. On (B)(6) 2019, the customer had a blood glucose level of 296 mg/dl at 4:00 am. The customer ate something, went back to sleep, and woke up with a blood glucose level of 32 mg/dl. The customer also reported that they had blood glucose levels of 80 mg/dl, 70 mg/dl, and 60 mg/dl and the insulin pump kept delivering insulin. The customer reported that the device was no longer alarming for low glucose alerts and they kept receiving insulin through automode. Auto mode was in use at the time of the incident. Troubleshooting was declined by the customer. The device will be returned for analysis.